Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and it was confirmed that the malfunction did not recur. The customer was advised to continue using the pump and instructed to contact technical support if the issue recurred.